Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Testing was performed using a retained sample kit of architect anti-hcv (relabeled in other country), lot number 57383hn00. Testing showed that the negative control and positive control were well within the specification ranges. The returned patient specimen was tested in three replicates. The specimen tested non-reactive with sample/cutoff((s/co) values of 0.06, repeating the non-reactive results that were observed . In addition, testing of the specimen was then performed using chiron riba hcv 3.0 sia with a negative result, according to the respective package insert, showing only a very faint band for c100 (=ns4) with an intensity far below the cutoff for reactivity. On the basis of these test results the patient specimen must be classified as "not false non-reactive" for architect anti-hcv, lot number 57383hn00 due to the negative result on the immunoblot and despite the fact that the axsym instrument gave reactive results in former health checks. Furthermore, the non-reactive architect result is supported by a negative pcr result obtained in 2005 and by inconspicuous got and gpt values. The analytical and clinical sensitivity of architect anti-hcv, lot number 57383hn00 was investigated by testing sensitivity panel a (core only), sensitivity panel b (ns3 only) and two commercially available seroconversion panels. The results for sensitivity panel a and sensitivity panel b were in the acceptable performance range. For the two commercially available seroconversion panels the same bleeds were found reactive compared to historical data. Therefore, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv lot 57383hn00 is compromised. As part of the investigation the complaint and manufacturing records for architect anti-hcv, lot number 57383hn00 were reviewed. This review did not identify any problems relating to the observation. Based on the investigation it has been determined that architect anti-hcv reagent, lot number 57383hn00 is currently meeting its safety, effectiveness and label claims. No deficiency was identified. This is the final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that the architect analyzer generated a negative hcv result (s/co=0.05) as compared to the axsym. The patient had been having a health check twice a year since 2005 and the axsym hcv results had been positive with s/co of approximately 3-4. Positive results were reported. There was no report of impact to patient management.